Event description:
The customer reported that the system left monitor went blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the fuse folder repaired during the service call. The system was tested and found to be working as intended and put back into service.